Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information received from the patient via the manufacturer's representative reported that they had no stimulation from their implant able neurostimulator (ins) to their painful right side. Intra-operatively the patient had bilateral coverage on both leads. Post operatively, the patient only had stimulation to the left side and not bilaterally. It was noted that the patient was very sleepy and was in a lot of pain so feedback for coverage was not optimal. The patient was reprogrammed several times but had no bilateral stimulation and now only had left sided stimulation. The patient did not feel like they were getting pain relief on the painful side which is the right side. High density (hd) programming was being tried to see if that will help with the pain. If not, they may have a revision to add a lead for right side pain coverage. The issue was not resolved at the time of report. No surgical interventions occurred and unknown if any were planned. The patient status at the time of report was noted as "alive - no injury." The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.